Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, the primary packaging of a flexor ureteral access sheath and dilators set was found partially unsealed. The tip of the device was found protruding from the opening in the packaging seal. The procedure was completed by using another new device. No adverse effects were reported to the patient. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device and an inspection of an unused product were conducted during the investigation. Three devices were returned labeled with the lot for investigation. One device has compromised seals on both ends and two device have seals compromised on one end. All of the pouches have seal marks indicating they originally were sealed, and the devices are undamaged indicating it is unlikely the devices were caught in the seal when it was being formed. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that the cause of the complaint is likely transportation related. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the primary packaging of a flexor ureteral access sheath and dilators set was found partially unsealed. The tip of the device was found protruding from the opening in the packaging seal. The procedure was completed by using another new device. No adverse effects were reported to the patient.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.